Manufacturer narrative:
Additional information was received on october 06, 2015. Reasonable attempts were made to obtain additional required information to confirm the product identification from the complainant and were unsuccessful. Therefore a thorough investigation cannot be performed. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional paint and event details has been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reports the patient 'developed a pressure ulcer with use of flexi-seal'. No further information was provided.